Manufacturer narrative:
(B)(4). G2: australia. Failure confirmed based on picture provided, clinical evaluation of the images received verified the failure. Per the clinical evaluator, the screw has broken distally in the non-threaded portion, at the tip of the distal phalanx. Proximal to the break, the screw is mildly deformed throughout the length of the distal phalanx. The most probable root cause is unknown with no product return. This event has been logged into our database to monitor and identify potential trends per internal procedures.

Event description:
It was reported that the screw head broke at the mid shaft upon entering the second toe. The screw shaft remains implanted, and the head debris was disposed of by the facility. No further information was provided.